Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver dilaudid (8.0 mg/ml at 1.875 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. The patient has pre-existing conditions including hyper myotonic disorder, stomach issues, and liver issues. Since (B)(6) 2015 the patient has had a seroma over the pump. The patient had been to the emergency room (ER) and had an ultrasound and was told they had a fluid buildup and was told to wear a compression sock. The patient had been back to the ER five times. The site turns bright red and it gets swollen and grows to twice the size. The patient has cellulitis. The healthcare professional (hcp) did not want to drain the site. The consumer reported that they had lost patience with the hcp and told them they wanted the pump out; the patient was dismissed form the hcp. Additional information was reported by the consumer on 2016-06-09. The patient had a cyst and a seroma under the pump. The healthcare professional (hcp) could not drain it because they were worried about infection. The pump was removed in order to address the cyst, the catheter was not addressed. The pump was removed around (B)(6) 2016. At the time of the report the situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.